Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker and the ventricular lead were implanted on the patient's left side on (B)(6) 2016. Infection was observed on (B)(6) 2016. The pacemaker was thus explanted and re-sterilized with ethylene oxide. It was re-implanted on the right side on (B)(6) 2016. Reportedly, review of patient files showed high lead impedance values during september 2016. Upon interrogation on 15 january 2018, the estimated residual longevity displayed on the programmer screen was less than 3 months, with a magnet rate of 93 bpm. The patient is pacemaker-dependent. Preliminary analysis showed that premature battery depletion is suspected. Recommendations to replace the device were sent on 22 january 2018. Reportedly, device replacement is planned.

Manufacturer narrative:
The device was explanted on (B)(6) 2018 and returned for analysis.

Event description:
Reportedly, the pacemaker and the ventricular lead were implanted on the patient's left side on (B)(6) 2016. Infection was observed on (B)(6) 2016. The pacemaker was thus explanted and re-sterilized with ethylene oxide. It was re-implanted on the right side on (B)(6) 2016. Reportedly, review of patient files showed high lead impedance values during (B)(6) 2016. Upon interrogation on (B)(6) 2018, the estimated residual longevity displayed on the programmer screen was less than 3 months, with a magnet rate of 93 bpm. The patient is pacemaker-dependent. Preliminary analysis showed that premature battery depletion is suspected. Recommendations to replace the device were sent on (B)(6) 2018. Reportedly, device replacement is planned.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the pacemaker and the ventricular lead were implanted on the patient's left side on (B)(6) 2016. Infection was observed on (B)(6) 2016. The pacemaker was thus explanted and re-sterilized with ethylene oxide. It was re-implanted on the right side on (B)(6) 2016. Reportedly, review of patient files showed high lead impedance values during (B)(6) 2016. Upon interrogation on (B)(6) 2018, the estimated residual longevity displayed on the programmer screen was less than 3 months, with a magnet rate of 93 bpm. The patient is pacemaker-dependent. Preliminary analysis showed that premature battery depletion is suspected. Recommendations to replace the device were sent on (B)(6) 2018. Reportedly, device replacement is planned.